Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the atrial lead had high impedances. The ra lead was removed and replaced. The second ra lead was placed and had high thresholds. The second ra lead was also removed and replaced with a different model type. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.